Manufacturer narrative:
Contact information not provided by initial reporter. The sonicare brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained about bristles falling out in their mouth. No injury reported.